Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer display holder was defective and tilted downwards. The stylus tip was damaged and not working. The left and right keyboard hinges, keyboard front latch and left and right slide rails were found to be broken. The bullet assay was missing. The keyboard print feed 25 button was not working. Multiple lem errors were found in the log files. The radiofrequency head anti slip layer was ripped off. A software configuration was performed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final and functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display holder of a programmer was defective and causes the display to tilt downwards. The device returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.